Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected for return.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 6.9 mmol/l (mobile) and 2.9 mmol/l (aviva nano). No adverse event reported. The aviva nano test strips are not expected to be returned for product evaluation.